Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Locked down smartphone: phone_control_ios, omnipod software app version: 2.1.0, operating system: 26.0, hardware: iphone17.2, cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
A patient reported wearing a pod on the arm for between 4 to 24 hours prior to the event. The patient reported removing the pod due to alleged inadequate insulin delivery associated with insulin leaking from the pod site. The patient reported that blood glucose levels increased up to 400 mg/dl and did not improve despite bolus attempts. The patient reported seeking medical attention related to the alleged issue with the pod and was diagnosed with diabetic ketoacidosis (dka). Treatment with an insulin drip was reported. Patient stayed overnight and the discharge date was reported as (B)(6) 2026. The patient also reported receiving messages indicating that insulin delivery had been paused for an extended period and that a new sensor might be needed; this was not reported as an alarm. At the time of the call, the patient reported being discharged home and stated that the patient was doing better. A supplemental report will be provided if additional information becomes available.